Event description:
During a meniscus repair procedure the fast-fix 360 curved ndl delivery syst2 the inner needle did not deploy properly when needed. The implant would not deploy; the suregon was confident that no peices/debris was left in the patient. T1 does not remain unsupported in the patient. The patient was the first implant deployed normally. The inner needle remained at the tip of the outer needle and would not retract posterior to the second implant which prevented deployment of the second implant. The needle was not bent or damaged in any other way.

Manufacturer narrative:
Investigation of the fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned. The actuator is in its post t2 pre-deployment position indicating a complete deployment. The insertion needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ reported failure mode cannot be confirmed. No further investigation is warranted at this time. (B)(4).